Manufacturer narrative:
The device was not returned to zoll for evaluation. Instead, the data file of the event was provided for review. Our review of the data found that the device was powered on with battery power only for 5 hours and 15 minutes. The device prompted advisory messages of low battery and shut down warnings. The battery drained causing the no power up condition when the device was needed for the patient event. Additionally, a replacement spare battery was not available. Zoll recommends a replacement spare battery be available at all times. The customer indicated that the device powered on successfully when the battery was able to be replaced and the device was placed back into service. The data provided yielded no indication of a device malfunction and that the cause was due to a depleted battery. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor a (B)(6)-week-old patient (gender unknown), the device would not power up. Complainant indicated that the clinician obtained another device to continue treating the patient and that no therapy was delivered as no shockable rhythm was detected. Complainant indicated that the patient subsequently expired.